Manufacturer narrative:
The device remains implanted without further complication. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this implantable cardioverter defibrillator (ICD) received inappropriate therapy due to atrial fibrillation.the afib increased the ventricular rate, and anti-tachycardia pacing was delivered, followed by a 21 joule shock. The rhythm was accelerated to the vt zone, and additional 41 joule shocks were delivered, until therapy was exhausted. The shocks did not convert the arrhythmia, but it stopped naturally. It was reported the patient was administered catecholamine during the device check, and the detection enhancements were reprogrammed. No adverse patient effects were reported, although the patient was confined to bed.